Manufacturer narrative:
(B)(4). Estimated date of occurrence, exact date was not reported. Concomitant products: guide wire: 0.038 inch; sheath: 5f; heparin. (B)(4) - failure to follow steps/instructions. Perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium, tortuosity, and for disease or dissections of the arterial wall. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The j-tip of a returned guide wire was inserted through the distal end of the sheath and exited at the exit ramp of the sheath without difficulty, thus the reported difficulty to insert the device over the guide wire was not confirmed. Based on a visual and functional inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for difficulty to insert the device onto the guide wire reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. Five unused, sterile representative samples with the lot number 40107k1 were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No malfunction or abnormal observations were detected, based on the investigation findings from the tested samples.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using the proglide device with a 5f sheath after an percutaneous transluminal angioplasty (pta) interventional procedure. Reportedly, the proglide would not advance over a standard 0.038 inch guide wire. A second proglide successfully advanced over the guide wire into the anatomy. Hemostasis was achieved with the second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. No femoral angiogram or other imaging was taken. The physician is reported to be trained in the use of the proglide device. No additional information was provided.